Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. While the collagen plug was being deployed some resistance was felt. The operator continued to advance the collagen plug which went in smoothly. When the sheath was removed the operator noted that it was not entirely intact. The distal end was jagged with some small pieces missing. The operator looked inside the small skin nick, but didn't see any pieces of the sheath. It was then decided to perform a small cut-down procedure on the site to see if any pieces of the sheath could be retrieved, but none were noted. The patient's distal pulses remained constant and hemostasis was achieved. The physician decided to give 1 gm of ancef intravenously. The patient went to recovery and was discharged according to hospital policy. No further complications were reported.